Event description:
It was reported that prior to starting a da vinci surgical procedure, the fenestrated bipolar forceps instrument was observed to have wire separated. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentations on the pulley may have been due to mishandling. In addition, the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable and the main tube scratches with missing material found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.